Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was deployed below the level of the renal veins for a patient with pulmonary embolism. Approximately, one year and three months of post deployment, a computed tomography angiogram of chest was performed for shortness of breath which showed that negative for pulmonary embolism. Around three months later, a ventilation perfusion scan was performed for worsening shortness of breath and chest pain which showed very low probability for pulmonary embolism. Around two years and seven months later, through the right internal jugular vein approach, an inferior vena cavogram was performed. The inferior vena cava was remarkable for nonocclusive clot identified within previously placed, malpositioned inferior vena cava filter and was diagnosed with saddle pulmonary embolism. A denali filter was deployed in the infrarenal inferior vena cava without any complications for a patient with deep vein thrombosis and saddle pulmonary embolism. An inferior vena cavogram post filter deployment demonstrates good positioning and deployment of the filter. Therefore the investigation is inconclusive for the alleged failure as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.